Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning. The customer reported that they could not confirm whether there were abnormalities in the reprocessing accessories. The customer confirmed that the air/water nozzle was flushed with air and water and the nozzle was wiped with lint-free cloths/brushes/sponges. The customer could not confirm whether the air/water nozzle was flushed with detergent solution. The customer reported the foreign material could be gastric contents but was unsure. During testing, the reported issue was confirmed. An electrical continuity error occurred due to corrosion at the endoscope connector. This continuity issue also caused another type of scope error (error e218). Functional testing also showed the up/down knob had excess play caused by a worn angle wire. In addition, the scope ID data was not stored. Visual examination of the device found the following issues: the suction cylinder was sheared, likely caused by a cleaning brush; the scope cover and the universal cord were dirty due to water leakage; the control unit was discolored; and the adhesive on the bending section cover was chipped and cracked. The examination showed the following components were scratched: connecting tube; connector cover; scope connector cover; scope connector; universal cord; universal cord protector; image guide protector; hand grip; switch box; switch button 2; lock engagement lever; lock engagement knob; both directional knobs; control unit; and scope cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the gastrointestinal videoscope showed a scope communication error (error e237). The device was returned to olympus for evaluation. During evaluation, foreign material was found at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.